Manufacturer narrative:
The received device had the cannula assembly deployed. No blood was observed on the device and no evidence was found that would result in bleeding or bruising to occur at the infusion site. A leak test found that fluid flowed through the fluid path with no signs of struggle or leakage. The download data showed timeouts in pulse width, however, the device did not alarm as a result of these timeouts and a cause for these timeouts could not be determined. The soft cannula was found damaged, however, it cannot be determined when or how this damage occurred. Fluid was able to exit the fluid path with no signs of struggle despite this damage. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Event description:
It was reported that the patient's blood glucose (bg) values reached over 250 mg/dl. For treatment, a new pod was applied.